Event description:
A falsely elevated troponin I result of 2.82 ng/ml was obtained on a patient sample. The duplicate result run at the same time was <0.04 ng/ml. The result was not reported to the physician. The sample was retested on the same instrument and a result of <0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was incomplete washing of the sample due to the wash pump losing steps.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was incomplete washing of the sample due to the wash pump losing steps. The malfunction was resolved after the customer performed maintenance with guidance from a dade behring technical assistance rep. The instrument is now operating within specifications.